Manufacturer narrative:
Batch review was performed on 27 july 2021: lot 179113: (B)(4) items manufactured and released on 20-march-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event additional items involved in the event, batch review was performed on 27 july 2021: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 lot. 175034 lot 175034: (B)(4) items manufactured and released on 28-nov-2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar event.

Event description:
The patient came in reporting discomfort from not being able to lift her arm. The surgeon observed that the screw had backed out of the glenosphere and the glenosphere disassociated from the baseplate. About 3 years and 7 months after the primary surgery, the surgeon explanted the screw, poly, and glenosphere and replaced with a new glenosphere and poly. The surgery was completed successfully.